Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021, in order to have the implant fixture explanted. The patient was reimplanted with a new implant fixture at a new site.